Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the left ventricular - lv lead exhibited failure to capture. Fluoroscopic imaging was performed and the lv lead was found to be dislodged. During the procedure, while attempting to reposition the lv lead, it was noted that the guidewire failed to advance. The lv lead was explanted and replaced. The patient was in stable condition throughout the procedure.